Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).

Event description:
A surgical coordinator reported a posterior capsule rupture during intraocular lens (iol) implant surgery, as the lens was being injected into the bag (capsule). Add'l info was rec'd from the surgeon who reported the posterior capsule was intact during the "routine iol insertion." The surgeon indicated that the injection of the lens was not forceful, but as the lens unfolded, the posterior capsule tear occurred. The lens was replaced with a different model lens placed in the sulcus. The pt will need a laser refractive enhancement to correct the astigmatism. The event will resolve with treatment (iol in sulcus, refractive enhancement). The surgeon also reported the use of an unapproved viscoelastic during the surgical procedure.